Event description:
Related manufacturer report number: (B)(4) during remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) channel. The healthcare professional suspected a header anomaly was the cause of the observed noise, however, abbott technical support was contacted and suspected an rv lead anomaly. Further investigation via provocative testing is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.